Event description:
It was reported that the device reached elective replacement indicators (eri) and early depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - battery depletion indicated/eri: time of rrt in save to disk on (B)(4) 2012 device rrt <=2.651 volt. Weekly battery voltage trend data shows min bat=2.629 to 2.625 volts between (B)(4) 2012. Patient alert for low battery voltage on (B)(4) 2012 02:15:00. The device was returned and analyzed. The device lasted 76% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.